Event description:
It was reported that a malfunction alarm occurred. Cts provided pump reset information and assisted caller with resetting the pump however the malfunction code recurred. The customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.